Manufacturer narrative:
In addition to the parts falling off from the distal end due to loosening or detachment of the parts, service found the angulation wire was torn, there was leakage from the biopsy channel, and the connector/plug unit of the housing was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the biopsy channel and distal sheath of the subject device were perforated. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was confirmed that parts were falling off from the distal end due to loosening or detachment of the joint area of the parts. This report is being submitted for the reportable malfunction of the parts falling off from the distal end. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have occurred due to either stress, handling of the device, or other factors. Olympus will continue to monitor field performance for this device.